Manufacturer narrative:
The complaint source confirmed that the product will not be returned. The manufacturing records for top assembly batch have been reviewed and no issues or discrepencies were found this records review confirms that the device met all material, assembly, and performance specifications.

Event description:
Same case as MDR#6000089-2007-00795. It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft break occurred. The physician was attempting to treat the target lesion in the extremely calcified and tortuous right coronary artery (rca) with a 2.5 x 8 mm taxus express2 drug eluting stent (des). The lesion had been predilated with a 2.0 x 9 mm maverick balloon. The physician was unable to cross the target lesion with the taxus express2 des. At an unknown time the shaft of the stent delivery system broke. The procedure was completed using another taxus express2 des of the same size. Add'l info has been requested, but not received.